Event description:
Additional information was received from a healthcare professional (hcp) that clarified the patient information for a previously unknown pump. Information had been previously received from a consumer regarding a previously unknown patient. Consumer stated that her healthcare provider (hcp) told her that this patient's pump had gone bad and out in the last three months. No other information is known at this time. This information was previously reported in the manufacturing report as follows: 3007566237-2016-03449.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hospitalization was inadvertently not selected regarding the initial report. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code no longer applies.

Event description:
The pump was returned to the manufacturer via a company representative. Per the manufacturer¿s device registry, the pump was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse fentanyl, 1000.0 mcg/ml at 6.1 mcg/day. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR?: correction - analysis for the pump has been completed. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturing representative regarding a patient receiving intrathecal fentanyl 1000 mcg/ml at 600 mcg/day. The indications for use were non-malignant pain and other chronic/intractable pain (trunk/limbs). The patient was reporting that the pump was working off and on. An alarm was heard, and telemetry had not yet been performed. A manufacturing representative came on site to read the pump, but did not have any additional info. The hcp said the pump was not working; it was alarming. The pump started alarming (B)(6) 2016. The hcp did not know what alarm was occurring and could not provide any more detail as to what was going on with the pump. The patient presented to the emergency room on (B)(6) 2016 and was hospitalized for pain control. The patient had been experiencing pain since that day. Someone came out and looked at her pump at that time but did not have any more info. The patient was started on 50 mcg fentanyl patches. The patient was released from the hospital on (B)(6) 2016 and went back to the emergency room on (B)(6) 2016 with intractable vomiting. The patient was experiencing intractable vomiting because of the pump dose being delivered and the fentanyl patch they were on. The patient was reporting that the pump would kick on and give her a dose of medicine and was causing overdose symptoms. The hcp was requesting that pump be shut off. The hcp wanted the pump stopped. The patient was scheduled for the pump to be changed on (B)(6) 2016. Reported symptoms included pain. It was later reported that the pump status and/or event log report showed multiple motor stalls and recoveries. The event date (with regards to the motor stalls) was noted to be (B)(6) 2016. A pump replacement was planned. The patient was to see the surgeon ¿next week¿ (from (B)(6) 2016) to schedule the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.